Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom constant upstream occlusion alarms, but did not reproduce it. The eval found cracks in the upstream tail flex, which is known to cause constant upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump constantly alarmed upstream occlusion in the med surge care area. It was also reported that there was no pt injury.